Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) passed away (B)(6) 2025 on a plane while traveling to have a ventricular tachycardia (tv) ablation procedure. Review of device data by boston scientific technical services indicated there were multiple episodes recorded in the device memory on the date the patient passed. These episodes noted premature ventricular contractions triggering vt which was subsequently treated with anti-tachycardia pacing (atp). Two other episodes noted undersensing causing inappropriate pacing as well as rhythm acceleration of vt. Loss of capture was also noted towards the end of the final episode recorded, likely from the patient's heart dying. All evidence indicates the ICD remains in situ. No additional adverse patient effects were reported.